Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead alert for high impedance. The patient was seen in clinic and the lv lead was reprogrammed. It was further reported that the patient fell at home two to three days later. Additional information obtained via follow-up indicated that the lv lead exhibited high and rising thresholds as well as rising impedances since their fall. Additional reprogramming was performed and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range, the impedance trend of the left ventricular pacing lead was rising and pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.